Event description:
It was reported that the pump experienced a malfunction. There was no reported impact to the customer¿s blood glucose level. Customer received pump reset information and assistance from technical support, successfully reset the pump, and there was no recurrence of the malfunction code. Customer continued to use the pump and was advised to call back if the issue persisted.